Event description:
In (B)(6) 2003 (exact date unk), the pt was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On an unk date, an add'l procedure was performed whereby lumbar arteries were embolized. On (B)(6) 2013, the aneurysm measured 8.5 cm, compared to 7.5 cm on (B)(6) 2011. No further adverse events have been reported. The physician is monitoring the pt.

Manufacturer narrative:
Lot/serial number is unk. A review of the mfg records for the device could not be conducted. Images have been sent to gore for analysis. Further info will be provided.